Event description:
It was reported to philips that the device has intermittent invasive blood pressure (ibp) failure. The caller stated users are not able to get a reading from the a line when a known good transducer is connected. There was no reported patient involvement/adverse patient impact.